Event description:
Information was reported by the healthcare professional (hcp) regarding a patient participating in the product surveillance registry. The implanted pump was used to deliver morphine (5 mg/ml at 0.9993 mg/day) and bupivacaine (25 mg/ml at 4.997 mg/day). The indication for use was non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2016 a CT scan was done which demonstrated stable fluid collection. And on (B)(6) 2016 the entire system was explanted. It was reported that after an anterior posterior instrumentation and fusion surgery the patient developed a left lower extremity hematoma. Patient became septic and required intubation. The hematoma was explored surgically and a small portion of pump was exposed during the surgery. The hcp chose to remove the pump because of its foreign body contribution to the clinical situation which was believed to include infection in the abdominal wound site after the prior surgery. The event resulted in prolongation of existing hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.